Event description:
The customer reported issue with nav ring. The customer reported that the unit was not in use on patient. The customer contacted product support and reported that customer has downed unit. Confirmed customers contact info and address. Product support creating action assignment for field service engineer (fse) to be dispatched out to repair unit. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service personnel (asp) replaced the front bezel to address the nav-ring failure.